Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support and the pump flow decreased to 0.9. There was no reported harm to the patient and the patient outcome after the event is unknown.

Manufacturer narrative:
D9 updated as the pump and purge cassette were returned for investigation. The investigation for the low pump flow has been completed. The pump was returned for investigation. No physical damage was observed on the returned product. The pump operated as expected during testing in a bucket of water. Data logs showed a sudden drop in placement signal with an active suction alarm, a drop in motor current, and low pump flow. No alarms were reported for impella position during case run. The cause of the low pump flow issue was most likely patient condition related, based on return product investigation and data log review.